Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: cartridge. The analysis results showed that one ecr60b reload was received partially fired 1/3 consistent with an incomplete or interrupted cycle. Upon evaluation, the reload was noted to have the deck and alignment stop tabs damaged. It is possible that the tabs were damaged due to an improper loading technique. Please note that to insert a new reload, slide it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. The damage to the cartridge is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. No further functional testing could be performed due to the condition of the reload. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a semi-open unknown procedure, the knife of a device loading the reported cartridge stopped on the way of the third firing of functional end to end anastomosis. Then, it was found that the loaded cartridge was damaged after the device was released from the patient. The device was used on the colon. The deployed staples of the proximal end were unformed. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.